Event description:
It was reported via repair work order that the removable foot section and patient left calf support would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.